Event description:
Radial arterial line snapped on its own upon removal, leaving the majority of the catheter in the patient. Mild temporary harm: expected to revert to patient's baseline. Patient has been transitioned to comfort measures.